Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated.E1 Initial reporter phone number: (b)(6).Additional components potentially involved in the event include:Common Device Name: SCS Octrode Lead, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: 8372970.